Event description:
It was reported that during an ureteroscopy procedure, the gemini stone retrieval basket "failed to open and close". Another of the same device was used to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "fine".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed.